Event description:
It was reported the patient underwent a right total hip arthroplasty in the 1990's. Subsequently, a revision procedure was performed on (B)(6) 2015 due to wear of the acetabular liner. The modular head and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: there are warnings in the package insert, under possible adverse effects: "wear and/or deformation of articulating surfaces."

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product ID - unknown. Device info - unknown. Date implanted - sometime in the 1990's. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown.